Manufacturer narrative:
Date of postoperative screw breakage is unknown. This report is for four (4) unknown screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four unknown screws of a 3.5 mm variable angle- locking compression (va-lcp) proximal tibia plate small broke post-operatively after the plate was implanted in the patient on some unknown date. The patient had to undergo a revision surgery on (B)(6) 2017 for removal of the plate and the broken screws. The old plate was intact when it was removed and no fragments were generated due to the broken screws. A new plate was implanted in the patient. The procedure was successfully completed with no surgical delay and the patient was stable following the surgery. Concomitant device reported: 3.5 mm va-lcp prox tibia plate small bnd/14h/237 mm/lt-ster (part # 02.127.261s, lot # unknown, quantity 1). This report is for four (4) unknown screws. This is report 1 of 1 for complaint (B)(4).